Event description:
Customer reported low blood glucose symptoms 10 minutes following result in the 200's (mg/dl) obtained on advantage system. Customer was taken to the hospital, and 4 hours after reported meter result, a value of 38 mg/dl was obtained on professional device. Customer was treated with a glucose IV, and her low blood glucose symptoms improved 7 hours later; customer was released from the hospital 2 nights later. Requested return of suspect device and replacement was sent.